Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvitis, coital bleeding, vaginal bleeding, uterine prolapse, rectocele, ovarian cyst, paratubal cyst, migraine, vaginal pain, back pain, genital itching, premenstrual tension, urinary frequency and dysuria. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea"), dyspareunia ("severe dyspareunia / discomfort during intercourse"), menorrhagia ("menorrhagia"), emotional disorder ("emotional abuse from husband") and loss of libido ("lack of sex drive"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, emotional disorder and loss of libido outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, emotional disorder, loss of libido, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.